Event description:
On (B)(6) 2012, it was reported that the patient would have a revision surgery because the patient could feel his generator moving and was in pain from the movement. The patient underwent a generator revision on 09/27/2012. All diagnostics were within normal limits on the date of surgery. Attempts for additional information are in progress.

Event description:
Attempts for product return have been unsuccessful to date. Follow up performed with the surgeon's office revealed that the patient was first seen on (B)(6) 2012, for the migration and pain. They were unsure of when the issue started however there were no reports of trauma or manipulation. Additionally it was indicated that they generator was secured using an absorbable suture. No further information was provided.